Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4).

Event description:
The patient had 2 leads (from the same lot) implanted as part of his axium neurostimulator system. It was reported the patient's leads had migrated. Surgical intervention was undertaken and the physician was unable to reposition or implant replacements leads due to patient anatomy. The physician elected to explant both leads and plans to refer the patient to another physician in order to implant replacement leads.